Event description:
Reportedly, on (B)(6) 2019, the patient experienced dizziness during the night. On (B)(6) 2019, the patient went to the hospital and high ventricular lead impedance (above 3000 ohms) was observed. As the physician suspected lead fracture, a re-intervention was performed on the same day. Psa measurements revealed high ventricular lead impedance (over 3000 ohms) in unipolar configuration. The subject ventricular lead was abandoned in the patient's body and the pacemaker was explanted.

Event description:
Reportedly, on (B)(6) 2019, the patient experienced dizziness during the night. On (B)(6) 2019, the patient went to the hospital and high ventricular lead impedance (above 3000 ohms) was observed. As the physician suspected lead fracture, a re-intervention was performed on the same day. Psa measurements revealed high ventricular lead impedance (over 3000 ohms) in unipolar configuration. The subject ventricular lead was abandoned in the patient's body and the pacemaker was explanted.

Manufacturer narrative:
Event corrected. Preliminary analysis confirmed the abnormal ventricular lead impedance values and the presence of ventricular noise oversensing episodes. Preliminary analysis on the returned pacemaker did not reveal any issue with it. The electrical irregularities and the observed noise pattern are most probably due to a ventricular lead issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient experienced dizziness during the night. On (B)(6) 2019, the patient went to the hospital and high ventricular lead impedance (above 3000 ohms) was observed. As the physician suspected lead disconnection, a re-intervention was performed on the same day. Psa measurements revealed high ventricular lead impedance (over 3000 ohms) in unipolar configuration. The subject ventricular lead was abandoned in the patient's body and the pacemaker was explanted.